Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, a few days after the implant procedure of this inflatable penile prosthesis (ipp), the device exhibited fluid loss. Upon examination, it was noted that the right cylinder was completely deflated, and the left one was partially filled. In addition, there was a small accumulation of liquid near the upper edge of the pump, and the reservoir had no fluid in it; however, no disconnections or holes were identified. Several weeks later, a replacement surgery was performed. No further information was reported.